Event description:
Customer reported on july 5th that the 5mm needle of micro-fine leaked due to overweight body. Customer needs to purchase an 8mm needle but could not find it everywhere. Customer stated not pinch the skin during the injection, and after the injection, customer counted to 50 before pulling out the needle. There was still a lot of liquid on the needle tip, which means injection failure. The needle was purchased from xx pharmacy, customer refused to provide information such as the product number, batch number, date of purchase, etc. No incident date, no photos were taken, no samples were retained, and no complaint response was required. Sample availability: no sample availability details: no sample available.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.